Event description:
Arjo was informed about an incident involving the chorus floor lift. It was reported that during a patient transfer, when the patient was lifted a few inches from the chair, the lifting arm of the device suddenly dropped. Based on the information provided by the customer, the patient did not sustain any injury.

Manufacturer narrative:
Arjo was informed about an incident involving the chorus floor lift. It was reported that during a patient transfer, when the patient was lifted a few inches from the chair, the lifting arm of the device suddenly dropped. Based on the information provided by the customer, the patient did not sustain any injury. After the event, the device was evaluated by arjo representative. The service technician noticed that the lift actuator was disconnected and the device was inoperative. The technician has ordered the part for the repair. According to the information provided by the technician, the cause of the equipment malfunction was a mechanical failure due to the device age - disconnected actuator. This device was manufactured in december 2002, so it is now almost 20 years old. The ¿operating and product care instructions for chorus¿ (document number: (B)(4)) informs the user that: "the expected operational life of your arjo lift is 10 years from the date of manufacture (¿)". Additionally, according to the chorus "preventive maintenance schedule" (document number: (B)(4)): "the equipment is subject to wear and tear, and the following maintenance instructions must be performed when specified to ensure that the equipment remains within its original manufacturing specification (¿). Weekly: operate the lift thorough its full range (¿). Examine all external fittings are secure, and all screws and nuts are tight." Based on the information obtained during the course of this investigation, the most likely root cause of the reported chorus lift malfunction is wear and tear due to the age of the device. To sum up, while the event occurred arjo chorus floor lift was used for a patient transfer when the lifting arm of the device detached and from that perspective the device did not meet its performance specification. No patient injury was reported. The complaint was decided to be reported to the competent authorities due to allegation that the lifting arm of the device detached during use that could lead to a resident fall and a serious injury.